Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 221 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 201 mg/dl using truemetrix air meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called with concerns of high readings. Result of concern is 221 mg/dl fasting. Normal fasting range is 80-130 mg/dl. Customer did test while on the phone with a fasting result of 201 mg/dl at 9:15 am. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical attention.